Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged home as planned on a medication regiment of xarelto. One day after the patient was discharged they presented to the hospital experiencing chest pain. A transthoracic echocardiogram was performed and the imaging showed that the patient had a 1cm pericardial effusion. The patient was transferred to another hospital to receive care. After being transferred their symptoms had subsided. A transesophageal echocardiogram was then performed to confirm the effusion. This imaging showed that the effusion had decreased in size and was now considered to be just trivial. The patient was discharged the same day with no intervention or treatment performed. They were fully recovered and doing fine following this event.